Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-25181. The pt has a pns and scs system. The scs leads are being reported. It was reported the pt's scs leads were explanted and replaced (with a different model) due to ineffective stimulation. Effective stimulation was obtained post-op.